Event description:
It was reported that scratches were present on pump screen. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up from technical support, and no additional information was received regarding any actions taken or outcome of the event.